Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Wear and tear damage to drain fitting, enclosure, front cover, plate clip, line cord, and pole clamp. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported problem was confirmed. The root cause of the reported problem was the water tank cover. The technician replaced water tank cover., corrected data: corrected g1, h3, h6.

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device was leaking. It is unknown if there was a patient involved.